Event description:
It was reported that the device had loose screw. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of an extra screw lying inside handle was confirmed. ¿ on 29-august-2024, pcu was received unboxed and with paperwork. ¿ pcu when tested passes asm functional testing. ¿ figure 1 shows a loose screw on the pcu device. Figure 2 indicates that this loose screw fell out from the highlighted part of the logic board. ¿ recommend bd san diego repair center to replace loose screw fell out from the highlighted part of the logic board. (See figure 2) ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose screw. There was no patient involvement.